Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. Based on the reported information, no information was provided suggesting the device contributed to the patient death. There was no reported ivl catheter issue. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping. Complaint trends will continue to be monitored.

Event description:
A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a patient with a known poor ejection fraction (ef) and cardiac condition. Approximately, thirty (30) cycles were delivered. During the procedure, the patient experienced an unspecified event that required chest compression. Once the patient was stabilized, the physician was able to complete the procedure by stent placement. The following day, the physician reported that the patient had passed away post-procedure. The physician indicated multiple times that the use of the ivl device did not contribute to the patient's death and attributed the outcome to pre-existing medical conditions.